Event description:
It was reported that during a cataract procedure there was chamber shallowing which resulted in a posterior capsular tear. A vitrectomy was performed. The pt had an incision enlarged which required suturing. The clinic indicated expected pt outcome is good.

Manufacturer narrative:
(B)(4). Upon inspection and analysis of the phacoemulsification unit on (B)(6) 2011 was performed by an amo service technician. It was found that the original problem could not be duplicated. Handpieces were checked and fell within the proper voltages. The unit passed all functional checkouts and meets amo specification. No additional information was provided.